Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
The customer reported getting a positive result on the accula sars-cov- 2 test. The mobile lab is cleaned daily and there were no qc or controls run on the instruments in the days prior. There were no other positive patients for the previous 4 days prior to the false positive result, so there would not have been any surfaces in the lab which could have contaminated the cassette. The customer had another positive result on the accula sars-cov-2 test. There were no controls out in the lab, nothing had been qc'd for weeks, no surfaces in the lab were contaminated, and there were no other positive patients tested within that week. They re-tested the patient both with a new swab on accula and cross-referenced a 3rd swab on the genexpert rt-pcr instrument- both of which resulted in negative. The customer provided the following information: · the two accula positive results (one in (B)(6) and one in (B)(6)) were from different patients. · the two positive results were tested by 2 different technicians. · once the test kits are qc'd, the control swabs are placed in a separate plastic container with lid and with the test kit lot number attached to it. The plastic container with control swabs is stored in the supply room, not in the mobile lab and away from test kits and reagents. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.